Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 1.6, doctor's poc meter: 2.9, lab: 3.3. Tested about five minutes after inratio test. Venous done about 20-30 minutes after test on doctor's poc meter. Patient self tester's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.